Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(6); batch: 7128919.

Event description:
It was reported that the patient experienced inadequate stimulation due to spinal cord stimulation (scs) lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were not returned. No device malfunction was suspected.